Manufacturer narrative:
Unit passed self-test and displacement test. Unit successfully download to thump. No pump error alarm noted during test. However, confirmed pump error 53 (file#35699 line#32904) was noted in the history download on 08/23/2024 04:08:41.000 due to moisture damage to pcb boards. Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and motor assemblies. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. Pump error 53 is confirmed due to being found in history files and due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer reported receiving a pump error. The customer was able to clear the error and complete fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.